Manufacturer narrative:
(B)(4). Device evaluation: the quality engineer found physical damage on the door of the pump, which confirmed the unspecified problem. The cause was determined to be cracks in the door latch area and the door was replaced by service to repair the device. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard pump with an unspecified problem. This was later identified by quality engineering to be a broken door, which had the potential to interrupt delivery. This condition was found in medicine b area. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.